Event description:
Requires more medications; mask mandate both indoors and outdoors on college campus. Patient has h/o cold sores occurring maybe 1x/year treated with otc topical abrevva. Had an outbreak last fall. Now has had 2 separate outbreaks within a 2-3 week period. Now have to try to get a prescription for oral therapy. Oral therapy is expensive. FDA safety report ID # (B)(4).